Event description:
Customer reported obtaining back to back blood glucose results of 310 mg/dl and 118 mg/dl on the compact system. No quality controls were run. No adverse event reported. A request was made for the return of the suspect product and a replacement was sent.